Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It was unknown if the patient used any concomitant medical products.

Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles of plastic inside the housing of the menu button. The particles temporarily isolate the area of contact inside the button housing. Due to this, the menu button does not respond and is without function.

Event description:
On (B)(6) 2013, the patient reported that the menu button on his infusion device was not functioning. The button does not make an audible sound when pressed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.